Event description:
The customer reported that the device has the led light on of the power source that is in the unit however there is no sound from unit after reaching the led test screen, and shutting down. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.